Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance with the insulin pump. Customer was assisted with turning off the auto off and missed bolus alerts. Customer's blood glucose at the time of the incident was 50 mg/dl. The customer treated their blood glucose levels with food. Customer declined additional troubleshooting for low blood glucose. Product is not expected to return.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.(B)(4).